Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure. Upon interrogation prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. No intervention was performed. The patient experienced no consequences and will continue to be monitored.